Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20073064. It was reported that there are issues with tubing coming apart.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing coming apart could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500, lot number 20073064 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20073064. It was reported that there are issues with tubing coming apart.